Manufacturer narrative:
On may 23, 2022, mentor became aware that the patient experienced bilateral ruptures and bilateral capsular contracture; baker grade iii. Clinical code "capsular contracture" has been added to field h6. Date of explant is still pending. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with 425cc smooth mentor memorygel breast implant experienced right-sided implant rupture post-operatively. Rupture was confirmed by CT scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.